Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with instructions for resetting the pump and successfully did so with assistance from technical support. The issue did not recur, and the customer continued to use the pump for insulin therapy.